Event description:
It was reported that during the procedure in the heavily calcified proximal left anterior descending artery for treatment of a 80% stenosis, a non-abbott guide wire was delivered and pre-dilatation was performed using a 3.0x15 trek balloon at 14 atmospheres (atms). Due to the heavy calcification, the balloon could not fully expand; therefore, the device was withdrawn and pre-dilatation was performed at 18 atms using a 3.0x15 nc trek rx dilatation catheter. The balloon could not fully expand due to the heavy calcification. The device was withdrawn from the anatomy and the patient was referred for coronary artery bypass surgery. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and the reported inflation difficulty was not confirmed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The 3.0x15 trek referenced is being filed under a separate medwatch report. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.